Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Note: for field e1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced coronary sinus (cs) perforation / pericardial effusion that required pericardiocentesis and stent placement. The access and single transeptal puncture were uncomplicated. The left atrium was mapped with the octaray and the catheter was left in the left atrium. The doctor then pulled back the thermocool smarttouch sf into the right atrium and went into the cs to perform the vein of marshall ablation. When the guidewire was inserted into the cs and contrast was injected, the contrast filled the pericardium which brought the doctor¿s attention to a possible effusion. The transoesophageal echocardiography (toe) then confirmed the effusion. The doctor paused the procedure to drain the effusion, once stabilized the procedure was abandoned, no ablations were performed and patient was sent to recovery. The patient deteriorated and was brought back in the cath lab to have stents put in the cs to stop the bleeding. The effusion was found to come from the cs, believed to be caused by a perforation in the coronary sinus when the doctor was attempting the vein of marshall ablation. The patient was stabilized. The patient fully recovered however required extended hospitalization (patient had to stay overnight). The physician believes that is was possibly caused by the guide wire used to access the vein of marshall from the coronary sinus during his attempt to burn the vein of marshall with ethanol. The operator used the thermocool smarttouch sf to fast anatomical map (fam) in the cs, but then took it out when performing the alcohol ablation. The operator does not believe that the thermocool smarttouch sf caused the perforation.